Event description:
It was reported that during the procedure, the helix of right ventricular (rv) lead had an issue and failed to extend. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Event description:
New information received states that the helix of right ventricular (rv) lead failed to extend was noted after inserting the lead into the body.